Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that this complaint, submitted from canada, reports a revision of a knee. The complaint is related to a previously closed complaint (B)(4) reporting the breakage of the knee assembly during its removal. It was stated in that complaint, ¿device did not malfunction within the patient¿. No clinical/medical information has been provided to investigate this revision. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. No potential failure mode was provided or identified with the limited information provided, so a potential probable cause of the reported event could not be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that revision surgery was performed for an unspecified reason. Further information is unavailable at the moment.